Event description:
A lawyer representing the hosp reported that pt had a respiratory arrest during a "ccpd" treatment and expired about a week later. There were no machine problems reported, but it was observed that there was 1,000 ml. Of solution in the heater cabinet, 3,600 ml. In the drain bag and no solution left in the source bags. The pt was drained manually and 2,850 ml. Ofsolution was obtained.